Manufacturer narrative:
Follow-up #1 date of submission 12/05/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: visual inspection revealed no damage to the battery compartment or cap. The pump powers on appropriately to the verification screen with functional auditory and vibratory alarms. A review of the pump history indicated an "empty cartridge" alarm went unacknowledged for about nine hours. Unconfirmed alarms can drain the battery, resulting in power loss. The pump history also indicated battery changes being performed with a less than fully charged battery. The pump was exercised for 24 hours with no power issues occurring.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient reported that there was no power to the pump. The patient confirmed that there was no damage to the battery compartment or cap. The patient reported that replacing the battery did not resolve the issue.